Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported by the customer that the insulin pump had failed the displacement test. The customer stated that prior to the event, she had an MRI but had taken the insulin pump off. Nothing further was reported.